Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found damaged top and bottom case, as well as a damaged plunger case. A review of the event history log found a record of a ?motor not running' alarm. Functional testing was able to duplicate the reported problem. It was determined that a combination of worm coupling, worm gear, lead screw and both clutch halves found to be old, dirty and worn out due to normal wea to be the root cause and they were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a "motor not running" and case is cracked. Patient involvement is unknown.